Event description:
During a total hip replacement, an ortho screw was inadvertently placed in the wrong hole. X-ray was used to locate screw and determine if it needed to be extracted. Could not locate screwdriver that would properly fit screw to extract. Screw was left in and determine not to be an issue since it did not go too far in. Scan will used to followup on the placement.